Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in the clinic on (B)(6) 2015 for a routine visit and lab work revealed unspecified elevated hemolytic markers. Medications were adjusted and the patient was scheduled for a follow up appointment the following week. The patient was to call the clinic if symptoms worsened. On (B)(6) 2015, the patient returned to the clinic for the follow up visit. The patient complained of shortness of breath, chest pain and back pain. The patient was admitted for further testing, and was determined to need a pump replacement. The patient underwent a pump exchange on (B)(6) 2015. Since the pump exchange, the patient was doing well and was discharged home on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 1 year. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The explanted device was returned to the manufacturer for evaluation. Analysis of the device confirmed the presence of deposition on the rotor. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, it was partially obstructing the blood flow path and could have contributed to the reported hemolysis. The blades of the rotor revealed a white, soft deposition. The deposition did not reveal any evidence of denaturation or laminated layering. The structure of the deposition suggests that it did not originate on the rotor and developed in another location. However, its origin and a duration of time for which it was present in the pump could not be conclusively determined. No other depositions were found inside the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device was found to function as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(4) registry: pump thrombosis.